Event description:
It was reported the patient's ventricular pacing was increased as a ventricular intrinsic rhythm could not be detected. The patient's physician attempted to program the pacemaker to vvi mode. The physician had difficulty programming to vvi and adjusted the settings to attempt additional programming. The physician believed the trouble was due to a loss of capture. No further intervention was reported, and the patient is reportedly doing well.

Manufacturer narrative:
(B)(4).